Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient reported that her cgm was reading ¿low¿ (no specific values were reported) for 6 hours. No bg meter comparison values were reported. The patient was asymptomatic. At an unspecified time later, the patient the drove herself to the emergency room (ER). At the ER, the patient¿s bg meter reading was 689 mg/dl while the cgm reading was 45 mg/dl. The patient was advised to remove the sensor. She was then treated with IV insulin and discharged home later the same day. The patient was ¿okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.